Event description:
International affiliate reports the patient was operated on (B)(6) 2012. In mid (B)(6), when sitting down, the patient felt one rod break. Shortly after, the second rod broke. X-ray images revealed that both rods were broken. Revision surgery also found bilateral screws at th11 were loose. This medwatch report is being filed for the two unidentified screws that had loosened. See mfg medwatch report no. 1526439-2013-17563, for the first rod that was involved in this event. See mfg medwatch report no. 1526439-2013-17565, for the second rod that was involved in this event.

Manufacturer narrative:
The screws are not available for evaluation. Review of the device history records cannot be performed as the product codes and lot numbers are unknown. Without product samples, we are unable to confirm the reported issue or identify the root cause. In the absence of a product samples, product codes, and lot numbers, this complaint will be closed with no further action required. If the product samples become available, the complaint file will be re-opened and the products will be evaluated. Devices not available.